Manufacturer narrative:
Device evaluation: no device is expected to be returned. The device history record was reviewed an no exception documents were found. The complaint database was reviewed and no similar complaints for this lot number was found. Merit is unable to determine a root cause without the returned device. If a device is returned at a later date, a follow up report will be sent.

Event description:
The user reported that the device developed a fibrin sheath that inhibited the flow rate. The catheter was removed and replaced with a different catheter. The physician believes that the patient's anatomy caused the fibrin sheath to form.